Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported that this was an unknown procedure in the foot joint performed on (B)(6) 2020. The 1st anchor cracked during insertion. The 2nd anchor also cracked after it was tied up. No fragment was left in the patient's body, and there was no harm to the patient. Without surgical delay the procedure was completed with replacements. The devices were the first use when the issue occurred. Additional information received by the affiliate reported the devices will be returned for evaluation.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary:according to the information, it was reported that this was an unknown procedure in the foot joint performed on (B)(6) 2020. The 1st anchor cracked during insertion. The 2nd anchor also cracked after it was tied up. The first device was received and evaluated. Visual observation reveals that the anchor is off the inserter but held in place by the suture. The anchor was cracked near the proximal tip. Therefore, this complaint can be confirmed. There are no damages in the tip of the inserter. The device was received disassembled and the suture card was not in place. The anchor breakages are associated with off -axis or levering during insertion caused damage on the anchor during the use. However, it cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device lot number:6l37933, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.